Manufacturer narrative:
Follow-up # 1: ((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the USA alleging strip issue with the one touch verio test strips. It was noted that the test strips were bubbling/wrapping. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed strip issue with the one touch verio test strips. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.